Manufacturer narrative:
Correction: d2a, d2b. Additional info: d9, g3, h3, h6. Complaint allegation is confirmed. -visual inspection identified the anchor's threads and the square fixture of the suture anchor, corkscrew® ft with two #0 fiberwire®, each with two diamond point needles, and guide wire 3.5 x 10 mm had warped and chipped. The tip at the distal end of the driver shaft was broken off and damaged. -functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. Dfu-0087-eo precautions 3. Make sure to use the recommended drill bit or punch to create the bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the implant fell out of the prepared place in the bone. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.